Event description:
It was reported that the gastrointestinal videoscope had flickering image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image due to damaged charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.